Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a cerelink sensor was placed in early morning hours. The patient's intracranial pressure (icp) was in the 30s, and it has an abrupt change to the teens. The patient went to CT, and when returned, they received an error message stating "patient/cable failure". They were unable to get the sensor recovered, therefore, the sensor was removed and an external ventricular drain (evd) was placed.